Manufacturer narrative:
On 07/10/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast saline implant. During evaluation of the device, it was observed to have a crease in the anterior view expanding to the posterior view. Leak testing revealed a tear within the crease in the anterior view measuring approximately 0.2 cm. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device the manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral deflation of breast prostheses. (B)(4).

Event description:
It was reported that a (B)(6)-year-old white hispanic female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 450cc saline breast prosthesis and an unspecified saline breast prosthesis that both deflated after implantation. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 500cc saline breast prostheses on (B)(6) 2019. Mentor acknowledges that the reported implantation date is before the manufacturing date of the suspect medical device. Mentor will report the information provided by the initial reporter as-is. If clarification on the implantation date is received, a supplemental report will be submitted. This medwatch report is for the 1st of two breast prostheses (the mentor smooth round moderate plus profile 450cc saline breast prosthesis).